Event description:
It was reported to tyco healthcare/kendall on october 18, 2006, that the customer had a product problem. The customer alleges that the nurse placed the needle into the sharps container, but when the nurse lifted the lid the needle did not fall into the container, it remained on the tray of the lid. The nurse then tried to lift the lid and it resulted in a needle stick to the left ring finger of the nurse.

Manufacturer narrative:
At this time, no sample has been received. An investigation is currently underway. Upon completion, the results will be forwarded.